Event description:
The customer reported a failure code 12:303:1984:0002 on channel c. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming. No add'l contact info was available.

Manufacturer narrative:
The pump is in the process of being evaluated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.